Event description:
Procedure: laparoscopy. According to the reporter: the client reports that the device handle broke during the laparoscopy when in roticulator mode. There was a loss of a piece of black plastic in the patient abdomen. There was no patient injury reported.

Manufacturer narrative:
Date initial report sent: 10/5/2009.